Manufacturer narrative:
Citation: rozenbaum z et al. Impact of preprocedural left ventricle hypertrophy and geometrical patterns on mortality following tavr. Am heart j. 2019 nov 30;220:184-191. Doi: 10.1016/j.ahj.2019.11.013. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional patient code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the pre-procedural left ventricle mass with outcomes in patients who underwent transcatheter aortic valve replacement (tavr). All data were collected from four centers between february 2012 and december 2016. The study population included 1,559 patients and was predominantly female with a mean age of 82 years. An unidentified number of those patients were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, 426 deaths were observed during a mean follow-up period of 2.9 years. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events that were observed within 30 days post-tavr included: permanent pacemaker implantation, stroke, second valve implanted, valve migration, valve malposition, coronary artery obstruction requiring intervention, peri-procedural myocardial infarction (less than 72 hours after tavr), recurrent heart failure, paravalvular leak (greater than or equal to moderate), life-threatening bleeding, major vascular complications, new onset left bundle branch block, new onset atrial fibrillation, and ventricular tachycardia/ventricular fibrillation (noted during the tavr procedure). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.